Manufacturer narrative:
Our product evaluation laboratory received one tuohy-borst introducer with stopcock. Leak testing was performed with and without an 8f lab catheter inserted and leakage was observed without the catheter inserted. Leakage was noticed in the bond area between the valve housing and sheath hub. What appeared to be blood residues were noted between the hub and the sheath thread. No other visible abnormality was observed on the returned kit. Cut down was performed on the introducer and a crack was found in the valve housing. Blood residue was visible in the crack. The customer report of a leakage issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. Additionally, it was noted that the country of origin for this reported event was originally noted to be australia; however, it was discovered that the correct country of origin is new zealand.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was initiated and a supplemental report will be sent with the investigation results.

Event description:
It was reported that during use in of the introducer, leakage occurred around the obturator cap. Everything was removed and the procedure was started from the beginning, as it was unclear where the leak was coming from. No additional intervention was needed. There was no patient injury and patient demographics were not available.

Manufacturer narrative:
Reference CAPA-20-00141.